Event description:
It was reported that log files were submitted for review. The event log contained data as a backup system controller and was connected at 10:29 on (B)(6) 2024. No notable alarm conditions or parameters were noted. Based on the visible data the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. Log files from the replacement controller (serial number: hsc-078754) were reviewed. At 10:29 on 24jun2024, the driveline was connected to the replacement controller, and the pump started without issue. There were no other notable events captured in the log file. No log files were provided from the exchanged controller. Attempts were made to obtain event information from the patient, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records could not be reviewed because the serial number of the system controller is not known. The heartmate 3 patient handbook explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.